Event description:
It was reported by the olympus representative, the endoeye flex 3d deflectable videoscope had an air leak. No patient harm reported. During the evaluation of the device, it was noted the adhesive part of the objective lens had peeled off. This report is to capture the reportable malfunction of the peeled off adhesive on the objective lens noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The water tightness of the tip metal was not maintained due to external factors. The bending section cover had scratches due to external factors. The bending section cover adhesive was missing. There were scratches on the operation part and black cover due to external factors. The video connector, video connector case, and light guide connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event of an air leak due to the adhesive part of the objective lens peeling off is most likely caused by stress used, external factors, or handling. Olympus will continue to monitor field performance for this device.